Manufacturer narrative:
Qn#(B)(4). Full UDI unavailable as no product code was reported. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "recurrent issue where patients are complaining of throat pain. Corrective measures: systematic inflation of lma cuff (including a rigid tube to allow fibroscopic tube to go through) in order to protect the patients' mucous membranes". See associated mdrs # 9681900-2024-00004, 9681900-2024-00005, 9681900-2024-00006 and 9681900-2024-00007.

Manufacturer narrative:
(B)(4). Full UDI unavailable as no product code was reported.

Event description:
It was reported that "recurrent issue where patients are complaining of throat pain. Corrective measures: systematic inflation of lma cuff (including a rigid tube to allow fibroscopic tube to go through) in order to protect the patients' mucous membranes". See associated mdrs # 9681900-2024-00004, 9681900-2024-00005, 9681900-2024-00006, 9681900-2024-00007.